Event description:
The patient was in the operating room for a laser lithotripsy for a kidney stone and the holmium laser was used. The laser fiber was handed off to the field and no apparent damage was noted. The laser fiber was connected into the holmium laser machine and the surgeon began using the laser fiber. It was noticed that there was a part of the laser fiber outside the patient that was damaged with light shining through and sparks were noted. The laser was immediately turned off and disconnected and no harm was done to the patient. A new laser fiber was opened to the field and the surgery continued without further incident. The defective laser fiber was given to a manager and the manufacturer was called and made aware of the incident.